Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaints with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 02-oct-2009 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that door 4 would not open or recover, and the micro switch was damaged. A field service engineer removed the latch panel, replaced the latch. The field service engineer logged into the ht app to verify that tower door 4 was opening and closing correctly. The test was successful. The customer logged in, inventoried the medications. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary tower door failed. The customer reported that there was delay in dispensing the medication. There were no adverse events or injuries reported based on this event.